Event description:
New information received notes that the event was discovered via merlin.net transmission. Programming changes were made on the patient's insertable cardiac monitor (icm). The patient was in stable condition.

Event description:
It was reported that the patient's insertable cardiac monitor (icm) exhibited post-sensed t- wave oversensing. No intervention or patient condition was reported.